Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during an untreated episode of ventricular tachycardia (vt). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to t-wave oversensing and small amplitudes. The s-ICD system remains in service. No adverse patient effects were reported.